Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary-the full lead was returned, analysis was performed and no anomalies were found.

Event description:
It was reported that while attempting to implant the lead, the physician was unable to reach the target position. The physician did not know why. A different lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.